Event description:
In 2009, the patient reported experiencing an e4 (occlusion) error that affected her blood glucose. She received the first e4 two days prior, and she changed the infusion site and tubing and bolused to lower her blood glucose. She noticed air bubbles in the connection between the insulin cartridge and infusion tubing and she primed them out. She stated that she had never changed the adapter and she changes her insulin cartridge every 8-10 days. She was advised to change the adapter with every 10th insulin cartridge change and to change the insulin cartridge every 6 days. The following day, the patient's blood glucose elevated to 476 mg/dl and she bolused 6 units of insulin to lower her readings to normal. At 3:30pm her blood glucose lowered to 55 mg/dl and she drank orange juice and peanut butter to elevate her readings. She stated that low blood glucose was due to having no appetite from the earlier elevated blood glucose reading and running errands. The next day, at 5:20am her blood glucose measured 355 mg/dl and she received an e4 and she noticed air bubbles in the insulin cartridge. She changed the insulin cartridge and infusion tubing. She stated that she allows insulin to reach room temperature prior to use. She does not properly adjust the piston rod of the infusion device prior to inserting the insulin cartridge. She was educated on the proper procedure. At the time of the report the patient's blood glucose was normal and she was not experiencing air bubbles or e4 errors. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation

Manufacturer narrative:
No product will be returned for evaluation.